Manufacturer narrative:
Analysis found that the unit was received in good cosmetic condition. The customer's complaint could not be confirmed, no deviations have been found. The unit has been successfully tested according to service repair instructions. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the preamp was not working. There was no patient impact.